Event description:
Pt continuously bleeding from 12fr x12cm l ij perm cath exit site, nasal passage, ostomy site. Coags critical. Questionable heparin overdose. Protocol followed for permanent catheter care. Heparin fill volume indicated on catheter accounted for overfill of .2cc in each limb which was discovered after testing another catheter d/t this event. Questionable heparin instillation of 5000unit/ml vs 1000unit/ml. Policy and procedure to be investigated by dialysis dept. Upon review, the catheter manufacturer mislabeled the fill volumes for each limb. Both limbs were 0.2ml more than they actually were. Actual volumes were 1.2ml and 1.3ml. The catheter was labeled 1.4ml and 1.5ml fill volumes. Current dialysis policy states to administer 5000 units/ml heparin into each limb with the fill volume as labeled on the catheter and additional 0.2ml overfill. With this catheter being mislabeled, the patient was given an additional 2000 units of heparin leading to his bleeding episode. ====================== manufacturer response for vas cath pc-2, soft cell pc-2 kit======================not known at this time.